Event description:
Pt presented with chief complaint of contact lens intolerance after 3-4 hours of wearing them. She said "it feels like acid with new cvs multi-purpose solution" that she recently began using. Frequency: everyday. Diagnosis: store and rinse soft contact lenses.